Manufacturer narrative:
The customer was able to provide log files for further evaluation. An analysis of the logs confirmed the presence of coldfire board (cfb) errors, consistent with a mainboard hardware fault. Based on these findings, replacement of the mainboard was recommended. A field service engineer (fse) was dispatched onsite, and the mainboard was replaced. Following replacement, the software was updated, the test base procedure was performed, and preventative maintenance calibrations were completed. All calibration and testing passed successfully and the unit was restored to full functionality.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the devices display went blank while on standby, the vent was alarming but could not be shut off. Complainant indicated that there was no patient involvement in the reported issue.